Event description:
A beckman coulter field service engineer (fse) noticed a leak from the reagent probes of the unicel dxc 880i synchron access clinical system following completion of a scheduled preventative maintenance (pm) procedure. The fse noted that the reagent probes leaked as the probes idled over the home position. The customer wore personal protective equipment while operating the instrument and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
(B)(6). The fse attributed the leak to a new t-valve which was installed during the preventative maintenance (pm) procedure. The fse ran quality control (qc) following the pm procedure and no issues were noted. The leak occurred when the instrument was in standby and the probes were in the home position. The fse replaced the t-valve to resolve the leak from the reagent probes. Beckman coulter internal identifier for this report is (B)(4).